Event description:
It was reported that the patient had lost stimulation coverage and was not getting an adequate pain relief due to lead migration. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months ago from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8120500. Model: sc-8120-50. Serial: (B)(6). Batch: 225426a. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial:(B)(6). Batch: 549366.